Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no image output during inspection for use involving an olympus gastrointestinal videoscope. There were no reports of patient harm.